Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue file 6x broke during use. Outcome of this event is unknown as of this MDR. Additional information pending.

Manufacturer narrative:
Investigation results: the returned reciproc blue file r25 8/100 25mm 025 is broken in the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1749607, #1750976, #1750739, #1750186, #1749970 and #1750177). Root causes are not identified. We will track this kind of event and monitor the trend.